Event description:
Reporter stated that the active system generated a result of "lo" (<10 mg/dl) without having a first applied blood or control solution to the test strip. Therapy was not modified based on this result. No pt injury was reported and no treatment was received. Reporter did not provide the location where the unexpected result was generated. Technical support requested the return of the suspect product and replacement product was shipped. Active system: meter, active strip lot 22952531 with expiration 04/30/2008.

Manufacturer narrative:
The active meter is the suspect device.